Event description:
It was reported that catheter separation occured. The 70% stenosed target lesion was located in the severely tortuous and mildly calcified distal circumflex artery. During a percutaneous coronary intervention (pci), the physician tried to access the target lesion using an atlantis¿ sr pro imaging catheter. However, it was noted that the atlantis¿ sr pro failed to cross the lesion due to the heavy tortuosity and angulation of the vessel. It was further noted that the distal 3cm of the atlantis¿ sr pro detached. Removal of the separated part was then tried several times with a snare and a balloon; however this was unsuccessful. Stenting was done on the target vessel and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: ¿for single use only. Do not reuse, reprocess or resterilize. Reuse, reprocessing or resterilization may compromise the structural integrity of the device and/or lead to device failure which, in turn, may result in patient injury, illness or death. Reuse, reprocessing or resterilization may also create a risk of contamination of the device and/or cause patient infection or cross-infection, including, but not limited to, the transmission of infectious disease(s) from one patient to another. Contamination of the device may lead to injury, illness or death of the patient." (B)(4).

Event description:
It was further reported that the device was a reused item.